Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction(s) documented in b5, the other evaluation findings are as follows: the adhesive on the bending section cover has a chip; the adhesive on the bending section cover has a crack; the adhesive on the bending section cover has a white-clouded area; the image guide protector has a scratch; the paint on suction cylinder is peeled; the universal cord has a scratch; the protector of universal cord on scope connector side has a scratch; the plastic distal end cover has a scratch; due to damage on charged coupled device unit, the image has black dots; due to wear of angle wire, the bending angle in the up direction does not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope has a foreign object with clogging and poor suction. The device was returned for evaluation. During the device evaluation, due to clogging of channel tube, forceps channel foreign body was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: based on the information obtained from the customer, the reprocessing status was unable to be confirmed. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the biopsy channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.